Manufacturer narrative:
Investigation summary: 30 sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 8157575, cat. No. 325103. Clog testing was carried out on 30 returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro-fine¿ insulin pen needle was clogged. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. For devices without 510(k) numbers: g.5. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us

Event description:
It was reported that bd micro-fine¿ insulin pen needle was clogged. There was no report of exposure, serious injury or medical intervention.